Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to patient dissatisfaction. During the revision, the tibial baseplate cemented size 3 left, and the ps tibial insert size 3 x 10mm were removed. The tibial tray was revised to a stemmed tibial baseplate, and the ps insert was revised to a more constrained tibial insert (psc).